Event description:
Sometime in 1983 an aus device was implanted. On 4/15/96 the balloon was removed from the pt and replaced because the balloon was punctured by cystologist because of a chestnut size tumor in the right groin.